Event description:
It was reported that two signal artifact monitor (sam) episodes were stored with this pacemaker in which the minute ventilation (mv) sensor was disabled. However, the patient was evaluated in the office and the mv sensor was already enabled. Technical services reviewed the data and both episodes occurred at the same time and appeared to similar to mv oversensing however, impedances were all within range. It was noted that the patient was having an ablation at the time of the stored sam episodes. At this time, the device remains in service. No adverse patient effects were reported.